Event description:
Subsequent information received reported that there was no event. The device no longer controlled the patient's pain and she wanted it out so she could get mris with her multiple sclerosis. The entire system was explanted and the patient did not require hospitalization. The patient outcome was not provided. The date of explant could not be confirmed through the manufacturer's device registry. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device never turns off. The patient stated the device was off, but she still felt pulses, and this had been going on for a year. The device made the patient's back ''angry,'' she had a steroid injection in the middle of her back, and the pain was in the middle to lower back. The patient had not seen any doctor that was trained in the therapy since she had the device implanted. It was also reported that the patient needed to have the device removed because she needed an MRI. Subsequent information received reported that the patient cannot turn stimulation off with the patient programmer or with the recharging system. The patient was going to have her device removed because when stimulation was on it would irritate her back and it had been going on for the past six months. The patient also wanted the device removed due to issues with her cervical spine, back issues, and she had ms (multiple sclerosis). The patient had an appointment with her physician on (B)(6) and was to meet with her surgeon on (B)(6) to discuss removal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6) product type extension, product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension.